Event description:
It was reported that a new ilet user experienced hyperglycemia to 322 mg/dl after consuming a moderate amount of juice to treat a low, after which the ilet¿s correction algorithm delivered insulin and the glucose decreased to 275 mg/dl and later to a fingerstick of 141 mg/dl, with the event attributed to improper method and user overtreatment rather than a device malfunction. Symptoms included hyperglycemia, dry mouth, and fatigue. Outcomes included a minor illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem; the device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.